Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not taking a charge and was causing pain. The patient underwent an ipg replacement procedure the explanted device was not returned as it was discarded by the medical facility.